Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and the solution immediately leaked from a 0.12 pinhole in the inflation lumen at the trifurcation. This was out of specification, which stated, "cuts in lumens are not allowed". A potential root cause could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"[warnings]1. Method for use(1) do not inflate the balloon in the urethra. [The urethra may be injured.](2) do not pull the catheter hard. [The bladder/urethra may be injured.]2. Applicable patients·patients with delirium who might pull out catheter [when patient tugs atcatheter unconsciously, the bladder and urethra may be damaged.][contraindications]1. Method for use:(1) do not reuse.(2) do not resterilize.(3) this device contains 10% povidone-iodine. For patients with past history ofallergic hypersensitivity to povidone-iodine or iodine, consider usingalternative disinfectants.(4) be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oilssuch as white petrolatum and animal oils). [They may damage the device andmay burst balloon.](5) do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]2. Applicable patientspatients with known allergy to silver coated catheter"h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the catheter fell out and the balloon cuff was torn during the surgery.per follow up with ibc via mail on 08feb2021, it was unknown if there were any missing pieces of the balloon.per follow up with ibc via mail on 09feb2021, no abnormality was observed in the balloon area, but a very small crack was observed at the joint between the tube and funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out and the balloon cuff was torn during the surgery. Per follow up with ibc via mail on 08feb2021, it was unknown if there were any missing pieces of the balloon. Per follow up with ibc via mail on 09feb2021, no abnormality was observed in the balloon area, but a very small crack was observed at the joint between the tube and funnel.